Event description:
The customer reported that the system shut down without command during a case and rebooting did not recover the system. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply module. The system operates as intended.